Manufacturer narrative:
The factory has not yet received the device for evaluation and this complaint is still under investigation.

Event description:
The customer reported an apparent failure to power on with this defibrillator. There was no report of patient involvement.